Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
"It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it was frayed cable. The instrument tip did not break off nor did it have a missing piece. The instrument did not move with non-intuitive motion (reversed) or uncontrolled motion. The instrument was neither stuck nor clamped shut on patient tissue. The procedure was completed robotically with the same instrument. There was no injury to patient. The patient information was not provided".